Event description:
Pump was reported to have experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Caller was guided by technical support to remove and inspect the o-ring, clean the pneumatic tap area, and ensure proper cartridge placement. Caller successfully completed the loading process and resumed insulin delivery.